Event description:
It was reported that when injecting the spaceoar vue it was noted that the hydrogel did not form. A review of the computerized tomography (CT) scan confirmed that the hydrogel was not present in the intended locations, specifically the perirectal fat and prostate capsule. The procedure will be conducted again. Additional information reported that there is a suspicion of rectal wall infiltration, although no patient complications have been reported. The patient has not yet received the planned radiation treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.